Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) had a broken haptic and stated the lens was too 'fragile' to use. The surgery was postponed and the patient was required to stay overnight in the hospital. A backup lens was implanted the following day. The surgeon also reported that straight suture was required during the positioning of the lens.